Event description:
(B)(6) / I use the dexcom g7 glucose monitor. It regularly reads over 150 points off of what my actual blood sugar is. Today it claimed I was 202. I took insulin. In the matter of less than half an hour I was down to 43. I would not have gone down this fast if I was anywhere near 202. This could have killed me. This is sadly a pretty regular occurrence with the g7.